Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2020. The patch information is not visible in the photo. Visual analysis of the photographs identified: red encapsulation and the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.